Event description:
A (B)(4) distributor returned battery pack (B)(4) to zoll with a note indicating "charger displayed : battery fault". No adverse events were reported.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) is under investigation. As received, the battery powered up a test monitor, but could not communicate with a test charger. The output voltage was measured at 11.9 volts. The battery will be sent to the supplier for further root cause analysis. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective battery pack.